Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence after the balloon herniated. A surgical procedure was performed to remove the device. There were no further patient complications reported.